Event description:
Company representative reported left side "patient has reported pain and advised that their devices are dissolving". Patient's reported later "implants are now defective, cause pain and must be removed for medical reasons". Patient's reported later "capsular contracture baker grade I, with ultrasound". Devices has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported left side "patient has reported pain and advised that their devices are dissolving". Patient's reported later "implants are now defective, cause pain and must be removed for medical reasons". Patient's reported later "capsular contracture baker grade I, with devices has been explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Company representative reported left side "patient has reported pain and advised that their devices are dissolving". Patient's reported later "implants are now defective, cause pain and must be removed for medical reasons". Patient's reported later "capsular contracture baker grade I, with devices has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Company representative reported left side "patient has reported pain and advised that their devices are dissolving". Patient's reported later "implants are now defective, cause pain and must be removed for medical reasons". Patient's reported later "capsular contracture baker grade I, with devices has been explanted.